Event description:
It was reported that the patient presented to clinic for a follow up. It was noted that the right atrial (ra) lead exhibited oversensing noise resulting in inappropriate mode switch. The noise was reproducible with isometric exercise. Programming changes was performed. The patient was in stable condition.